Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings:investigation revealed that the keypad was torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons responded appropriately to button presses. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed the following: the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. The battery compartment was observed to be cracked.

Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the keypad is peeling and the up and down buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.